Manufacturer narrative:
Relevant additional information was received for this event. This supplemental report is being submitted to provide this information. When the device was being inspected, the only issue observed was the stuck power switch. Power cord was not found to be damaged. The connections were inspected and found to be secured. No error codes were displayed. The power switch did not have any physical damage and did not come in contact with any pointed or hard objects. The device was not rebooting. The power indicator light was staying on.

Manufacturer narrative:
Corrected product return date to apr 10, 2020. The device evaluation has been completed. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. There were no available repair records for the device. Upon inspection and testing, the user¿s complaint of the power switch is stuck on is confirmed. No damage is found on the external appearance of the power switch, and the power switch does not touch sharp protrusions or hard objects. Burning smell on the power cord was not confirmed. Power cord was inspected and found to be in good condition. The rest of the other functions all video in/output signals image tested ok. It was confirmed that the design change of the power switch has been performed for products shipped after (B)(6) 2013. The product in question is the one before such design change. Since no damage is found on the external appearance of the power switch, and this product is the one before design change of the power switch, it is presumed that the power switch was damaged because the operating force amount and frequency during application of the power switch exceeded that expected.

Manufacturer narrative:
Due diligence for additional information was executed. Event date is unknown. The device is returned, but the device evaluation is not completed, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during before use inspection, the power switch for the device was sticking and could not be turned off. There was burning smell on the power cord as well. There is no patient involvement.